Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician evaluated the device. The device passed 70 hour extended tests at the customer's settings. The device passed the lap top ventilator final test, which includes many alarm and device functions. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal device operation. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that a patient passed away while connected to model lap top 1150 and non-invasive testing was requested. The home health nurse was with the patient, left the room for a few minutes, returned to the room and the patient had passed away. The customer stated that it is not believed that the device had anything to do with the patient¿s passing.